Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned diagnostic procedure was performed by the customer when the issue occurs and completed as planned. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not able to move. Upon troubleshooting, fse found that the table was not moving. To resolve the problem, fse removed the bodyguard cover, and connections were reseated and recalibrated the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was correctly updated.

Event description:
It was reported to philips that the system gave a remote alert indicating the grabber card malfunctioned. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.